Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had normal operating currents and no battery alarms were noted. No moisture damage was found. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at a display window corner, minor scratches on the display window, and a scratched reservoir tube and tube window.

Event description:
It was reported that the customer had been hospitalized with gastroparesis. The hospitalization was reportedly not diabetes-related. It was stated that the insulin pump was removed by emergency medical technicians and placed into a plastic bag with the infusion set. When the insulin pump was removed from the bag, the insulin reportedly continued to deliver and the pump was wet with insulin. The customer's blood glucose was 300 mg/dl and she was treated with manual injection. A failed battery test occurred and the buttons stopped responding. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.